Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with an empirical dose of intraperitoneal (ip) vancomycin 1gm (frequency and duration not reported) and ip gentamicin 40mg (frequency and duration not reported). The cause of the peritonitis was unknown. The action taken with dianeal therapy was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).